Event description:
Hemostat that came in line kit was being used and the tip of one side of the hemostat broke off during use. Manufacturer response for hemostat, medline (per site reporter). They responded saying- findings: based on the complaint details the root cause is considered to be a vendor product issue relating to the component manufacturing process. Actions taken and recommendations: this complaint has been provided to the component manufacturing facility for further evaluation.